Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 550cc gel breast prosthesis, cat. #3505501bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 550cc gel breast prostheses where the right prosthesis ruptured after implantation. Rupture was discovered during an ultrasound exam. In addition, the patient experienced capsular contracture (baker grade iii) in the right breast. Patient¿s left breast also experienced capsular contracture (baker grade IV). As a result, the patient will undergo explantation on (B)(4) 2018. This medwatch report is for the right breast prosthesis.